Event description:
Hilips received a complaint by the field service engineer (fse) on the v60 indicating that while performing service running the tests it was observed that "test 11" (manual section 9.14 - alarms test) and follow on tests could not be conducted due to the device alarmed on startup, showing error message "check vent: primary alarm failed". Power up diagnostics mode to check service log, found code "1102 post primary audible failed". Verified that both speakers were properly connected, impedance across the speakers both show 7.5 ohms. Contacted field service engineer (fse), changed power management (pm) printed circuit board assembly (pcba) at his recommendation, and received the same results. Returned the original pm pcba back into the device. Requesting a follow-up work order and quote amendment to replace the motor controller (mc) pcba. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed further troubleshooting and discussed with respironics tech support, they mentioned to change the speakers, even though the speakers both checked out with good impedance. New speaker's assemblies did not resolve the issue. Reinstalled the original speakers and central processing unit (cpu) printed circuit board assembly (pcba) with new motor controller (mc) pcba still installed and did not receive any faults on startup. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. After further troubleshooting, the motor controller (mc) printed circuit board assembly (pcba) was replaced but continue to receive "primary alarm failure" and the service log continues to show "1102 (post) primary alarm failed". Service log also shows "5021 power on self test (post) motor speaker: fail and post power speaker: fail". Verified all connections are good and re-checked the impedance on both speakers. Both still read 7.5 ohms. Final determination is to replace the speakers. The investigation is ongoing.

Manufacturer narrative:
The fse performed the required performance verification tests and passed per philips standards and was returned to service. The investigation concludes that no further action is required at this time.